Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during pt use, the alarm silence button did not function. Also the internal clock automatically changed to (B)(6) 2006. There was no medical intervention or adverse pt effects reported.